Event description:
During freezing, there was a problem of size of iceball. One of the icerod is clogged and produce ice only on the half part of active zone. During second cycle of freezing, the needles stopped completely. Treatment is not a success, there is not enough ice to cover all the tumor. Patient will have a second treatment in may. Local fse made a test with these probes in water and the size of iceball is less of 35mm in length. Local fse thinks there is a problem with the visual ice. Vl0150 has software 1.2.9 and 4.5 meter lines.

Manufacturer narrative:
The needle was returned for investigative analysis. The needle lot DHR was reviewed and no deviations were found. The reported needle freezing issue was confirmed as the needle failed atp testing. The needle was disassembled and it was noted that a small piece of an o-ring from the inlet valve of the system connector was found inside the needle connector tube. The o-ring is used in the system machine sockets in order to seal the needle connector connection to the machine. This kind of failure is usually a result of rough handling during needle insertion. In order to reduce the potential for similar events in the specific system, an immediate socket replacement was performed during a preventative maintenance operation. While this event was originally reported on the cryoablation system, investigation determined the event was caused by a blocked needle due to rough handling during needle insertion. The system was repaired to prevent similar future events of this nature.